Manufacturer narrative:
The calibration results are acceptable. The qc results are acceptable. The alarm trace did not indicate any issues. The patient sample was centrifuged for 5 to 10 minutes; the centrifugation time may be shorter than the recommended time if the patient sample was centrifuged for less than 10 minutes. A general reagent problem was not present because the qcs before the event were within the specified ranges; isolated non-reproducible results also do not represent a general malfunction of the assay. The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.

Manufacturer narrative:
The e cobas e 411 analyzer (rack system) serial number is (B)(6). The field service engineer investigated the event and determined it was possibly related to patient sample integrity. He reviewed the customer's calibration, qc, and 21-cup precision check. He checked the alignments, system volume check, sensor readings, and the liquid level detection voltage. He verified the analyzer's performance with a precision check. The investigation is ongoing.

Event description:
The initial reporter received a questionable result elecsys ferritin (ferritin) assay result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result of the patient's first sample was 0.846 ng/ml with a data flag. The repeat result was 332.0 ng/ml. The result of the patient's second sample was 334.2 ng/ml. The nurse questioned the initial result, prompting the patient's sample to be rerun. The repeat result was deemed correct.